Event description:
A malfunction with a malfunction code "malf 12" was reported, and no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information to reset the pump, which the customer followed. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to reach out if the issue happened again, and they acknowledged and understood the instructions.